Manufacturer narrative:
MFR 2017865-2015-30855 needs correction on date of the report (reportable aware date) from 12/18/2015 to 1/13/2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The right ventricular lead exhibited low impedance and noise. The noise could not be reproduced in the clinic. All other lead measurements were stable and within range. No intervention was performed at this time.

Manufacturer narrative:
Final analysis found that a partial lead was returned. The insulation was found to be abraded at 4.0 cm to 6.0 cm from the distal tip exposing the inner coil in this area. The damage found likely resulted in the reported noise and low impedance anomalies.

Event description:
New information indicated that the lead continued to exhibit low impedance and noise. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition post procedure and would be monitored as normal.